Event description:
A customer reported that a pt death occurred, and the caregivers did not hear spo2 alarms. ECG (electrocardiogram) was reportedly not connected. The event was discovered when an employee "passing by noted that (the) pt was pale." A local technician examined the monitor after the event. The monitor had been restarted, and therefore did not include trends or alarm history. A system check was completed, and no errors were noted. All alarm functions were tested and determined to be working correctly. The monitor was dismantled, and the loudspeaker was tested. No errors were noted. The spo2 cable and probe were tested as well, with no noted errors. It should be noted that the monitor involved in the reported event is over nine years old, and is serviced by hospital technicians.

Manufacturer narrative:
Ge healthcare received the system (light monitor, spo2 finger sensor, and power adapter) for investigation. The system was tested and was found to operate as designed. The monitor logs were investigated, but there were no entries in the time of incident 2010-(B) (6). The root cause of the reported event could not be determined. A potential root cause is that the alarm was silenced twice (instead of once) when a pulse was not detected. In this case, the monitor will not trigger a new alarm for the same issue. The light monitor user's reference manual contains the following info: silencing alarms: warning: pt safety: do not turn off audible alarms without assuming continuous, direct observation of the pt. Silencing alarms also disables the external nurse call signal. Silencing alarms for two minutes: press silence alarms. The symbol with a countdown timer appears on the screen, and the message is cleared from the display. Messages of new alarms also appear during silencing period. After two minutes, all silenced alarms and nurse call function will return to normal alarm operation. Reactivate alarms: press the silence alarms key during the silencing period. The alarm sounds of new alarms and the nurse call signal are activated.